Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while deploying the stent of a 7mm x 120mm 80cm s.m.a.r.t. Flex vascular self-expanding stent (ses) delivery system, resistance was felt and the shaft split into two pieces. However, the stent attached to the delivery system did not fracture and remained in one piece. As a result, the s.m.a.r.t. Flex sds was removed with the stent still attached to the delivery system, and a 7mm x 120mm non-cordis stent was used instead. There was no reported injury to the patient. This was during a procedure to treat a target lesion in an arteriovenous (av) fistula, swing vein into the radial artery. The lesion did not have any calcification, but had mild tortuosity. The device was stored, handled, and prepped per the instructions for use (IFU) and there was nothing unusual about the delivery system prior to use. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The stent was still constrained within the outer sheath when removed from is tray. There was no difficulty flushing the stopcock or the delivery system itself. The sds did not have to pass through any acute bends or previously placed stents during this procedure. No unusual force was used on the device during this procedure. The device will be returned for evaluation. Information clarifying the reported resistance with the device is still pending.

Event description:
As reported, there was resistance while advancing a 7mm x 120mm 80cm s.m.a.r.t. Flex vascular self-expanding stent (ses) delivery system towards the lesion. It was also reported that there was difficulty deploying the stent, and the shaft of the delivery system separated into two pieces. The stent remained in one piece on the delivery system, and the delivery system was able to be removed from the patient without the need of an additional intervention. However, the stent was observed half deployed when the delivery system was removed. As a result, a 7mm x 120mm non-cordis stent was used to continue the procedure. This was during a procedure to treat a target lesion in an arteriovenous (av) fistula, swing vein into the radial artery. The lesion did not have any calcification, but had mild tortuosity. The device was stored, handled, and prepped per the instructions for use (IFU) and there was nothing unusual about the delivery system prior to use. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The stent was still constrained within the outer sheath when removed from is tray. There was no difficulty flushing the stopcock or the delivery system itself. The sds did have to pass through an acute bend, but did not pass through any previously placed stents during this procedure. No unusual force was used on the device during this procedure. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot: 279849 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: there was resistance while advancing a 7mm x 120mm 80cm s.m.a.r.t. Flex vascular self-expanding stent (ses) delivery system (sds) towards the lesion. It was also reported that there was difficulty deploying the stent, and the shaft of the delivery system separated into two pieces. The stent remained in one piece on the delivery system, and the delivery system was able to be removed from the patient without the need of an additional intervention. However, the stent was observed half deployed when the delivery system was removed. As a result, a 7mm x 120mm non-cordis stent was used to continue the procedure. This was during a procedure to treat a target lesion in an arteriovenous (av) fistula, swing vein into the radial artery. The lesion did not have any calcification, but had mild tortuosity. The device was stored, handled, and prepped per the instructions for use (IFU) and there was nothing unusual about the delivery system prior to use. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The stent was still constrained within the outer sheath when removed from its tray. There was no difficulty flushing the stopcock or the delivery system itself. The sds did have to pass through an acute bend, but did not pass through any previously placed stents during this procedure. No unusual force was used on the device during this procedure. The product was returned for analysis. One non-sterile unit of smart flex 7x120 vascular 80cm sds was received inside of a clear plastic bag. Per visual analysis the unit was found kinked/bent. The damage was located approximately at 87 cm from distal tip. A separation was noted on the outer body of the unit and the stent was observed partially deployed. No other anomalies were observed. Functional analysis could not be performed due to the separated condition of the product as received. Per sem analysis the separated area of the smart flex unit presented evidence of plastic deformation, striations, and the wire separated/fractured. The deformation found on the plastic material, striations, and the wire separated/fractured are commonly associated with separations caused by material tensile overload. Therefore, it is likely that the material was exposed to a tensile force that exceeded the yield strength prior to the separation. No other anomalies were observed. A product history record (phr) review of lot 279849 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses - deployment difficulty - partial deployment¿ and ¿stent delivery system (sds)-ses - separated - in patient¿ were confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural and/or handling factors may have contributed to the event as evidenced by deformation and striations, and a separated/fractured wire, noted on the device during sem analysis. The reported ¿stent delivery system (sds)-ses - tracking difficulty¿ was not confirmed as procedural images were not provided for review. The exact cause of the event could not be determined during analysis. According to the safety information in the instructions for use ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.